Event description:
Information received regarding the explanted device notes that the patient presented to the clinic with pacemaker syndrome and syncope. An x-ray revealed an inner coil fracture at the svc junction. The lead was replaced.